Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows tissue with suture and some staples was noted on the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. The second photo shows tissue with staples however staple formation could not be assess. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date the device has not been returned.

Manufacturer narrative:
(B)(4). Date sent: 01/19/2021. Additional information received: no circular anastomosis was done, the pictures show a failed contour firing with no staples formed leaving an open colon. Retaining cap was removed before using the device immediately. This was a first firing. Surgeon was sure the device was lined properly avoiding the tumor. Surgeon and assistant used their hands to confirm the tissue captured in jaw is flat and far enough from the tumor. The device had trouble locking at first making the surgeon suspicious of the tissue in-jaw. After several minutes of re assessing the situation and confirming the proper placement. The device locked by applying some force to the trigger. However, upon firing, the anastomosis was open. Lab investigations show that the transected part had the tumor in full and far from the cut edge. And, the remaining rectal tissue was free from tumor.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Is the surgeon alleging a deficiency against the contour device or a circular device? The pictures that were provided show a circular anastomosis. A contour transection could not be confirmed. Please explain. If the complaint is against a circular device, please provide the product code and manufacturer for this device. Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? Was this the 1st firing of the device or was this a reload firing? If reloaded, what is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the status of the patient?

Event description:
It was reported that contour stapler did not lock properly when closing trigger was pulled. However, the stapler was fired after locking with resistance, but no staple line was visible, and lumen was open. Upon irrigation of the area, loose staples were evident. Patient was switched from lar and anastomosis to abdominoperineal resection. Surgery was delayed by 30-minutes.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2021 d4: batch # u5c25d h6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. In addition, the device opened and closed without any difficulty. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the muscle stapling contour curved cutter stapler is designed with a feature that allows partial closing if a used cartridge reload, no cartridge reload, or an incorrectly inserted cartridge reload is in the instrument. In these cases, the device will close approximately one-third of the stroke and stop, but will return to the full open position when the closure trigger is released. The used or misloaded cartridge module should then be replaced with a new cartridge reload or, if no cartridge was present, a cartridge should be loaded in the instrument. After following the above steps, any device that does not close either partially or completely should not be used. Also, always ensure complete jaw closure prior to firing. Before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.